Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015 and replaced tubing on pinch valve pv66 to resolve the issue. The fse performed verification of the instrument to meet the specified requirements per established service procedures. (B)(4).

Event description:
The customer reported a fluid leak of approximately 10 ml from a coulter hmx hematology analyzer with autoloader onto the main dikuter card of the instrument. The leak was contained within the instrument and no error messages were reported at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event, and there was no report of exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event.